Event description:
Procedure: lobectomy. According to the reporter: the handle became stiff at the second squeeze, and a cracking sound was heard. Then the handle locked. The jaws were not opened completely, but the device could be removed without tissue damage. A new reload was loaded onto new stapler to continue the procedure. When the clamp cover came to "5" on the cartridge scale, cracking sound came from stapler and firing stopped. A third stapler was opened and loaded with another reload, but cracking sound was heard and firing stopped again. Another stapler was opened and a new reload was loaded onto it. A cracking sound was heard, but firing could be done. Using four other reloads, the procedure was completed. There was oozing and additional tissue loss. Nothing fell into cavity. Pt is under observation. Operating room time was extended more than 30 mins.

Manufacturer narrative:
(B)(4).